Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 475 mg/dl and hospitalized due to infection with the infusion sets. Customer states that blood glucose was high but sensor showing it low. Customer reported that the blood glucose was 257 mg/dl and sensor glucose was 72 mg/dl at the time of call, so they state that sensor glucose and blood glucose difference was not within acceptable range. The insulin pump will not be return for analysis.